Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of thrombosis is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of thrombosis is a known inherent risk of the versacross connect laac access solution device. Thrombosis is anticipated in nature as per the IFU for the versacross connect laac access solution device as reported to bsc.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure, after inserting the 5f non-boston scientific pigtail catheter, a mobile thrombus was noted on transesophageal echocardiography (tee). The non-boston scientific pigtail catheter was aspirated, removed and replaced with a new non-boston scientific pigtail catheter. The procedure was completed successfully. The activated clotting time was 237 seconds. Half dose of heparin was given before transseptal puncture and half after. The versacross was not inside patient body however it is unknown what caused/contributed thrombus. The patient is fully recovered. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure, after inserting the 5f non-boston scientific pigtail catheter, a mobile thrombus was noted on transesophageal echocardiography (tee). The non-boston scientific pigtail catheter was aspirated, removed and replaced with a new non-boston scientific pigtail catheter. The procedure was completed successfully. The activated clotting time was 237 seconds. Half dose of heparin was given before transseptal puncture and half after. The versacross was not inside patient body however it is unknown what caused/contributed thrombus. The patient is fully recovered. The device is not expected to be returned for analysis.